Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the pencil activated by itself and no further information provided. The patient incurred a minor burn.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found that the rear corner of the top cover was broken off. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found that no activations of the device were found in the log when the unit was allowed to remain powered on over the weekend. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that the rear corner of the top cover was broken off. The investigation isolated the failure to the cover, but a root cause was not identified. The probable root cause could not be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the pencil activated by itself and no further information provided. The patient incurred a minor burn. The pencil was a stryker smoke evacuation pencil. The generator was on normal settings. The burn was minor and the patient was not seriously injured. The generator used was switched out to complete the procedure.